Event description:
A customer contacted beckamn coulter inc (bec) in regards to erroneous high eosinophils (eo)%) and low neutrophils (ne%) results without instrument (unicel dxh 800 coulter cellular analysis system) generated flags on the initial run results for a patient sample when compared to the rerun and the manual smear results. The erroneous results were not reported out of the lab because, the operator noticed the abnormal scatter plot and reran the specimen. The rerun results were flagged and the operator performed a manual differential. The manual results were reported out and the operator considered the rerun results to be correct. No death or change to patient treatment is associated with this event.

Manufacturer narrative:
Sample collection and storage information was not provided. The controls were run before and after the event and performing within qc specifications. Raw data analysis was performed and the following observation was made: a: for both samples, two populations were identified in the neutrophil region. B: in the first run, the population with higher ls happened to fall just above a dynamic rlsn threshold that constraint how low the eo population can be located before triggering any flags. Being higher than the threshold, the population with higher ls was segmented and reported as eo. The morphology of the left population (i.e., neutrophils) was not sufficiently abnormal to trigger any of the review or suspect flags. Internal development data shows that it is possible to have eo events with very low ls location and even overlap with neutrophils without the presence of abnormal cells. C: in the second run, the population with higher ls happened to fall just below the threshold mentioned above which caused the algorithm to label it as neutrophil but and at the same time trigger a review flag due to the presence of two neutrophil subpopulations. Service was not dispatched for this event. The root cause based on raw data analysis is that the scatter pattern for the initial run for the specimen was not sufficiently abnormal for the algorithm to trigger any of the review or suspect flags. - attachment: [MDR 1061932-2011-00895 patient results.pdf].